Manufacturer narrative:
There are no reports of any external trauma or physical activities that are likely to have caused or contributed to the migration of the implanted leads. Component migration is a known inherent risk of implantable neuromodulation devices. During the procedure, the physician elected to replace the existing implantable pulse generator (ipg) due to the potential for future failure from a possible manufacturing deficiency associated with that specific device lot. Prior to the replacement, no specific symptoms were reported to indicate that the ipg had failed or malfunctioned. The new ipg was inserted through the same incision site as the original ipg, with a new ipg pocket being place about 1.5 inches superior to the original location on the left lower back.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain after successfully completing a trial phase with nalu. X-ray imaging performed at the time of implant confirmed the implanted leads were positioned similarly to the trial leads. At the initial activation appointment the patient reported getting good pain relief on the right side but not receiving good relief on the left side. Paresthesia mapping was performed and the patient reported feeling stimulation in the approximate area of pain on both right and left sides. Several reprogramming sessions were conducted to attempt to improve therapy on the left side without success. At the patient's 3 month post-op follow-up x-ray imaging found that the system leads on the left side had migrated away from the initial implant location. Surgical revision was performed on (B)(6) 2024 to reposition the migrated leads. The leads were not replaced during the procedure and remain implanted and in use currently. The system was activated and the patient currently reports approximately 50% reduction in pain symptoms.